Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist requested quality control (qc) data, and the customer declined to provide data. The customer states that qc was in range before and after the sample was tested. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed an inspection of the instrument and found several automation track pucks allowed the tube to lean. Additional evaluations demonstrated numerous sample-dilution probe (dpp) crashes at the automation track. The dpp probe mechanism was replaced, and the alignments to the automation track were confirmed. After servicing the instrument, the user performed a prime and a successful qc run. An additional test was conducted by running samples from the automation track and demonstrated the sample manager robot (place position) was not in alignment with the pucks and causing tubes to lean and not sit straight. The cse reconfigured the place position to solve the problem and ensured the instrument is operational. A follow-up, performed with the customer, determined that the cse resolved the issue. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed creatinine 2, concentrated (cre_2c) result was obtained on an advia 1800 instrument. The discordant result was reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeat result was higher, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed cre_2c result.